Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump errors. Customer's blood glucose was 136 mg/dl. Customer reported the broken force sensor pump error. Customer reports they were able to clear the alarm. Customer stated that they were not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. There were no pump error 43 or error 35 alarms noted during testing. Corroded motor home switch and moisture damage on the electronic assembly was found during the visual inspection.